Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports a PICC was leaking somewhere on the catheter body. The customer advised the PICC was inserted in the lower leg. The customer states that they do not know when the PICC was inserted or removed. The customer also reports the pt status is stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.